Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings:the vibe user manual states to always use fingerstick bg for treatment decisions and cgm calibration. The cgm warning history shows evidence of always use fingerstick bg records. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions. The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the day prior, the patient experienced low blood glucose (bg) of 36mg/dl with severe dizziness and diarrhea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient reportedly had bolused based off continuous glucose monitoring (cgm) readings instead of using a fingerstick value. The patient reportedly received 5 additional units of insulin based on dosing from cgm readings. The reporter noted that the patient had experienced a transient ischemic attack the week prior. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.